Event description:
It was reported that the patient was unable to enter MRI mode due to one lead having high impedances. In turn, surgical intervention may take place to address the issue. Note: investigation did not determine which lead had high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113018.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that the patient had a previous fall and felt their back hurt after pickup up their dog prior. As a result, surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.